Event description:
The customer reported having low blood glucose several times in the past two weeks. The customer stated that the paramedics were called, but she was not hospitalized. The blood glucose reading was 46mg/dl. The customer stated that she was outside riding a lawn mower when her blood glucose dropped. Troubleshooting was performed, and the drive support cap appears to be normal. The caller stated that the device was exposed to a high magnetic field when she had a cat scan a few months ago. Assisted the caller to run the displacement and passed. Reviewed the programming and the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.